Event description:
It was reported occlusion alarms occurred. Customer changed pump supplies to address the issue. The customer experienced a blood glucose (bg) level displayed as "high" on continuous glucose monitor (cgm) and a high ketone level identified as dangerous by healthcare provider. Customer administered a correction bolus via the pump to attempt to resolve the bg. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released on (B)(6) 2024 with the issue resolved and no permanent damage. System check with technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.